Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the clinical sales representative (csr) reported that universal surgical manipulator (usm) 2 was disabled. The customer power cycled the system to re-enable usm2. The technical support engineer (tse) reviewed the live logs and noted error 25730 pointing to usm 2. The customer had disabled the arm due to an error. The customer was proceeding with the case with the system as is. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no injury to the patient and stated the fse had been on site to replace the arm. The customer had no further information about the event. Patient demographic information was requested but unavailable.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated errors 40100, 32114 and 31199 via procedure logs. The usm was tested on a pftp and it failed the fiber tests pointing to the clockspring and parallelogram. The clockspring and parallelogram fibers were confirmed to be bad after a-b-a testing. The usm then went through testing on pftp and it passed all required tests, except yaw sensors check. The clockspring fiber parallelogram fiber assembly will be replace as a fix a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the procedure log showed an inguinal hernia ¿ unilateral procedure was performed on 22-sep-2022 on system (B)(4). Error logs confirm the errors occurred during this procedure and a mid-procedure restart was performed. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically after a restart. The usm required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.